Event description:
A biomedical technician (bmt) reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. Attempts were made to gathering missing details, but no data was provided. A sample dialyzer has not been returned for analysis. Additional information was received from reporter in an email on (B)(6) 2025. The biomedical technician reported that the blood leak occurred within 30 seconds of initiation of the hd treatment. The technician explained that the leak was visually observed in the red hansen connector. The blood leak was described as being an internal blood leak. The machine being used was a fresenius 2008tmachine and it did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: a.1.,a.2.,a.3.,a.4.,b.3.,b.5.,d.9.,d.10.,h.3., and h.6. Plant investigation: the complaint is not confirmed. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomedical technician (bmt) reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. Attempts were made to gathering missing details, but no data was provided. A sample dialyzer has not been returned for analysis. Additional information was received from reporter in an email on 3-07-2025. The biomedical technician reported that the blood leak occurred within 30 seconds of initiation of the hd treatment. The technician explained that the leak was visually observed in the red hansen connector. The blood leak was described as being an internal blood leak. The machine being used was a fresenius 2008tmachine and it did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a dialyzer from the reported lot was returned for evaluation. A sample from the reported lot was returned and subjected to a bubble point leak test. A leak was detected at approximately 10°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 1.19mm in length above the pu was identified at the leak location on the non-cavity ID end. An opposing end was not identified. There was no other damage or irregularities noted. See the attached photo and test documentation in the content tab. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak

Event description:
A biomedical technician (bmt) reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. Attempts were made to gathering missing details, but no data was provided. A sample dialyzer has not been returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.